Event description:
Na.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 05-jan-2026. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ao, product complaint level 2 and level 3 investigation procedure.

Manufacturer narrative:
Apoc incident #: 993207 apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 26-nov-2025, abbott point of care was contacted by a customer regarding I-stat cg8+ cartridges that yielded suspected discrepant glucose result on a patient. There was no additional patient information at the time of this report. Return product is not available for investigation. Method date collected tested results sample I-stat (B)(6) 2025 08.30 08.33 516 mg/dl a. Glucometer (B)(6) 2025 08.30 08.37 137 mg/dl a. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. Currently there is no reason to suspect a malfunction exists. The investigation is underway.